Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings, investigation conclusions),h11. A getinge field service engineer evaluated (fse) the unit and could not reproduce the fault during an onsite test. The functions and safety indicators of the machine meet the factory requirements and are ready for clinical delivery.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1: full event site name:(B)(6) hospital. Full event site address: (B)(6). A supplemental report will be submitted after completion of our investigation.

Event description:
It was reported by the customer that during patient use,the cardiosave intra-aortic balloon pump (iabp) had no signal in ECG lead ii. When switching to lead I, the machine automatically switched back to lead ii. The equipment was subsequently replaced and no personal injury was caused.